Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead displayed possible atrial undersensing on the current and stored egm. Follow-up was conducted with the patients clinic. The allied health professional (ahp) at the clinic stated the patient had been seen recently and there have been no issues noted in the patient's file. No reprogramming has been completed. The lead remains in use. No patient complications have been reported as a result of this event.